Event description:
Pt was being lifted into the air above the bed with disposable lift sling when left shoulder strap ripped off of sling. Pt dropped back onto bed. Pt was stable prior to and after incident. No harm resulted from this incident.